Event description:
On (B)(6) 2026, the user reported an infection at the sensor insertion site, describing symptoms including swelling, pain to the touch, and a palpable lump that had been present for approximately one week. The user sought medical evaluation, and the healthcare provider confirmed the presence of an infection. The user was prescribed antibiotic therapy with orbenin 500 mg and anti-inflammatory treatment with ibuprofen for a five-day course, with instructions to seek further medical evaluation if symptoms did not improve.

Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation. Review of the data management system indicated that no glucose data had been recorded since on (B)(6) 2026, and a sensor replacement was approved under a related sensor inaccuracy complaint due to reported performance concerns (MFR#: 3009862700-2026-01516). Follow-up information from the clinic indicated that, after initiation of treatment, the user experienced improvement in pain, although some swelling and discharge persisted. The user was advised to continue following guidance from their healthcare provider and to monitor the site until full resolution of symptoms.